Event description:
Pt reported that device's piston rod is sticking. Piston rod would not return after numerous attempts. No error messages were generated by the device. Pt's blood glucose was not affected, and no treatment was received.